Event description:
Same case as MDR ID: 2134265-2015-05702. It was reported that implant removal difficulties and a partial tip detachment occurred. The patient underwent a left atrial appendage closure procedure. A 27mm watchman ® laa closure device & delivery system (wds) and a watchman access sheath (was) were selected for use. The 27mm watchman device was deployed; however, due to positioning, the device was partially recaptured twice and fully recaptured twice. Recapture was successful, but noted to be very challenging and difficult. Once the 27mm wds was removed, the procedure was continued with the same was and a 30mm watchman ® laa closure device was deployed and released. Outside of the patient, the 27mm watchman device was deployed out of the delivery system and it was observed that blue plastic from the was attached to the implant tines. The was withdrawn and the tip was torn. No patient complications were reported and the patient is doing well.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there were numerous kinks throughout the shaft. The tip was torn and a portion of the tip detached and stuck on (3) anchors of the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05702. It was reported that implant removal difficulties and a partial tip detachment occurred. The patient underwent a left atrial appendage closure procedure. A 27mm watchman laa closure device & delivery system (wds) and a watchman access sheath (was) were selected for use. The 27mm watchman device was deployed; however, due to positioning, the device was partially recaptured twice and fully recaptured twice. Recapture was successful, but noted to be very challenging and difficult. Once the 27mm wds was removed, the procedure was continued with the same was and a 30mm watchman laa closure device was deployed and released. Outside of the patient, the 27mm watchman device was deployed out of the delivery system and it was observed that blue plastic from the was attached to the implant tines. The was withdrawn and the tip was torn. No patient complications were reported and the patient is doing well.